Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod coils, a lantern delivery microcatheter (lantern), and a non-penumbra angiographic catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician made several attempts to implant the first pod coil into the target vessel and reported that it would not fit. While retracting the pod coil through the middle of the lantern, resistance was encountered and the pod coil detached. Therefore, the lantern containing the detached pod coil was removed and the pod coil was flushed out on the back table. The procedure was completed by re-inserting the same lantern and implanting a non-penumbra pod coil and four other non-penumbra pushable coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.